Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high, out of range pacing impedances in all configurations. It was also reported that threshold measurements could not be obtained. The lead was electrically abandoned and remains implanted. No adverse patient effects reported.